Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detachment on (B)(6) 2024. The location of detachment was site. The infusion set was I use for two days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.